Manufacturer narrative:
H10: the device was received for evaluation. The event history log review was performed and the reported condition was verified. The cause of the condition could not be determined. Service history records did not identify that there was a process or workmanship issue during previous servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya device experienced a high priority alarm 20198 (door is open) alarm. It was further reported there was a message "front door is open". The patient was connected at the time of the alarm. This occurred during dwell 1 of 4 of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.